Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported that the rt266 infant dual heated evaqua2 breathing circuit did not pass the initial leak test before use. The identified leak was reported to be coming from the duckbill valve. There was no reported patient involvement.

Event description:
A healthcare facility in the netherlands reported that the rt266 infant dual heated evaqua2 breathing circuit did not pass the initial leak test before use. The identified leak was reported to be coming from the duckbill valve. There was no reported patient involvement.

Manufacturer narrative:
Ps297028 method: the complaint rt266 infant dual heated evaqua2 breathing circuit was destroyed by the customer and not returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation is therefore based on the event description and photographs provided by the hospital. Results: visual inspection of the photographs showed a small gap in the duckbill valve slit. Conclusion: as the photographs provided of the complaint device were taken following use and show that the duckbill valve was disassembled from the circuit, we are not able to determine the cause of the damage to the duckbill valve and whether the damage occurred during manufacturing or at the user facility. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The complaint rt266 breathing circuit would have met these specifications prior to being released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.